Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the anchor is broken at the distal end. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It has been reported that only an awl was used to create the bone hole during procedure. The IFU instructs using an awl-tap for this anchor when used in hard bone. Using only an awl in a hard bone could lead to an increased risk of anchor breakage while inserting. No information was provided regarding the bone quality. This complaint can be confirmed. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Anchor bent/broke: the first anchor was successfully inserted to the middle facet using an awl. The surgeon tried to place the second anchor over the superior facet using that awl again without tapping, but he/she found it difficult and pulled out the anchor for reinsertion. When the anchor was got out, it was found broken at the tip. This event happened during the surgery and a 5-minute delay was reported. The backup device was used to complete the case. This extended the procedure time about five minutes.